Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025 at (B)(6). She was on vacation in spain and on the first evening her blood glucose was reading ¿high¿ so she did a finger prick where it read 26 mmol/l (468 mg/dl) while wearing the pod between 5 and 24 hours on her arm. She tried giving boluses via the pod several times, but her blood glucose remained high. Symptoms reported include nausea, vomiting, and ketones of 1.6 mmol/l. She was diagnosed with diabetic ketoacidosis (dka) and hyperglycemia. The patient was treated with unspecified intravenous fluids and five doses of unspecified insulin (unspecified dose and via unspecified route). The pod was removed at the hospital. The patient was released on (B)(6) 2025. The patient resides in the netherlands but was travelling in spain at the time of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.